Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba tube. The unit failed the weight test. The piston migration was at 3.31 inches, which is indicative of hydraulic fluid loss. The complaint of was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue

Event description:
It was reported that during a surgery the spider tenet had a oil leaking it was not holding. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.